Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 124 mg/dl. Troubleshooting was performed but did not solve the issue. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.